Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse cleaned the flow cell lens block and laser and flushed the flow cell but could not get light scatter low enough. The fse ordered and replaced the flow cell to resolve the issue. Upon recur, this failure mode could affect diff and retic results. (B)(4).

Event description:
The customer reported the diff ls offset was high on startup on their lh750 instrument, troubleshooting did not help and they requested service. No erroneous results were generated in connection with the reported event.